Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1809130; medical device expiration date: 2023-08-31; device manufacture date: 2018-08-30; medical device lot #: 1807274; medical device expiration date: 2023-06-30; device manufacture date: 2018-07-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit¿ ii 20 ml syringe had foreign matter. The following was reported, "according to the customer, plastic parts are in the syringe. However, the photos suggest that it is probably flocculation of the lubricant."

Event description:
It was reported that a bd discardit¿ ii 20 ml syringe had foreign matter. The following was reported, "according to the customer, plastic parts are in the syringe. However, the photos suggest that it is probably flocculation of the lubricant."

Manufacturer narrative:
Investigation summary: dhrs: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.